Manufacturer narrative:
The device was evaluated by zoll medical (B)(4). The malfunction was duplicated and attributed to the battery returned with the device. The batteries were scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.